Manufacturer narrative:
Upon receipt, the programmer underwent functional testing. The programmer was attempted to be powered on, however was unable to due to low battery status. After the battery was fully charged the programmer exhibited a screen prompting for reset. All log and session files were corrupted and unable to be loaded. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that caused intermittent communication resulting in the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during sicd implant procedure the patient was induced but the programmer screen froze up and the field representative attempted to shut down the programmer. Medical intervention was required to convert the patient. An additional induction test was performed afterwards and was successful. After the procedure the programmer would not power on even after troubleshooting. Follow up indicated that the programmer began to beep tones when attempting to ship the device. No additional intervention was required.